Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer found no issues and confirmed with the customer that the drawer was functioning properly.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer would not open. The pyxis machine was rebooted with no success. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.